Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A clinical manager reported during a laser assisted cataract procedure the optical coherence tomography (oct) images and overlay offset points were shift to one side. Reporter indicated they pressed accept and completed the surgery with the laser. No patient harm was reported.

Manufacturer narrative:
The field service engineer (fse) went on site and was unable to replicate the reported event. No related system issue was found. The fse then tested and verified the system to meet specifications prior to departure. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).